Manufacturer narrative:
The insulin pump powered up properly after the battery installation. The pump downloaded properly to carelink (per clinical). The pump was received with a cracked case at the reservoir tube lip and cracked battery tube threads. The pump was received with a minor scratched lcd window, power loss alarms, low battery alarms, replace battery now, and power system error confirms in the long trace. There were power loss alarms and replace battery now after the power system error. The detailed trace analysis confirmed the pump alarmed low battery and then power system error was triggered when backup battery unloaded voltage (ul vlith) was less than 3.7v for consecutive 240 minutes. The analysis of the microtimer in detailed trace confirmed that the root cause is the non-sleep anomaly software error.

Event description:
It was reported that the insulin pump needed to have the battery and reservoir changed. Caller stated that the display kept saying to change the battery and reservoir. The insulin pump was replaced on (B)(6) 2016.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.